Event description:
This spontaneous report was received on (B)(6) 2012, from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using o.b. Ultra absorbency tampons for menstruation (route-vagina, lot number 1242m5984, frequency and expiration date unspecified). After an unspecified duration, she reported that, strings had come off from few of the tampons of a particular box. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using o.b. Ultra absorbency tampons for menstruation (route-vagina, lot number 1242m5984, frequency and expiration date unspecified). After an unspecified duration, she reported that, strings had come off from few of the tampons of a particular box. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. A valid lot number was provided, but no product was returned. Due to the unavailability of the sample, evaluation of the alleged defect and could not be confirmed. A manufacturing and packaging batch record review were performed with acceptable results. No incident in regards to process deviations or any atypical situation that may be associated to this type of complaint was observed. A visual inspection of the retain sample revealed no nonconformance or manufacturing defects. No manufacturing issues for the lot were noted. No adverse trends and no trend involving this lot number were found. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report, unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.